Event description:
It was reported that the patient presented to clinic with multiple driveline fault alarms. The patient had a history of driveline repair and used an ungrounded cable at home. Log files captured intermittent driveline fault events throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: previous driveline repair reported under manufacturer report number 2916596-2022-11349. Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings appear indicative of an issue with the driveline; however, wire damage could not conclusively be confirmed as heartmate ii lvas, serial number (B)(6), was not returned for evaluation. Evaluation of the submitted log files revealed intermittent yellow wrench advisories associated with driveline faults that were captured throughout the log files. These driveline faults appeared to result from an issue with phase 3. All other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate ii lvas (B)(6) , and experienced further driveline faults from 13aug2022 through 18aug2022 (related manufacturer report number: 2916596-2022-13090). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. H) and the heartmate ii lvas patient handbook (rev. G) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.